Event description:
It was reported that during an electrophysiology procedure, a guide wire tip detachment occurred. The tip of the mailman 300cm j tip guide wire fractured within the coronary sinus during lead placement. An unspecified lead became dislodged during an attempt at sheath removal. The physician removed the entire system for lead delivery. While the lead was being removed, the tip of the mailman guide wire was pulled back into the svc//ra junction. While a snare was being prepped to attempt retrieval of the guide wire tip, the guide wire tip traveled through the ra/rv, lodged in the right pulmonary artery system and remains there. No further patient complications were reported and the patient's status is listed as okay.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).